Event description:
They did not include in their list of ingredients acesulfame potassium. It put me in bad pain for 3 months. The last week and a half in bed, not able to move my back much. I am highly allergic to it. It is not on the box and there is no ingredient list whatsoever on the bottle. I have called everybody, including them and nobody cares. Dates of use: (B)(6) 2015 - (B)(6) 2016. Reason for use: dry mouth. Event abated after use stopped or dose reduced? Yes. Is the product compounded? No. Is the product over-the-counter? Yes.